Manufacturer narrative:
The customer¿s report was not confirmed in this instance. Testing of the returned samples and a review of the production records did not identify any product defects or quality deviations during assembly. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported recessed piston. A visual inspection did not identify any signs of damage or manufacturing defects which could have contributed to the customer's report. The sample was subjected to functional testing by connecting it to various male luer components; no recessed pistons were replicated throughout testing with the male luer noted to return to the closed position upon disconnection.

Event description:
The reported feedback suggests that the max plus clear internal valve didn't reset once infusion line removed.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000-c. The 510k number provided is for the domestic similar product. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The reported feedback suggests that the max plus clear internal valve didn't reset once infusion line removed. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.